Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break

Event description:
Boston scientific received information that during the impact of this right atrial (ra) lead the lead dislodged during the implant. Upon attempting to reposition the lead it was noted that the helix would not extend despite thirty turns used. The lead was not used and returned. No adverse patient effects were reported.